Event description:
It was reported that the tele mx40 monitor did not generate a heart rate (hr) yellow alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The complaint was escalated for technical investigation. The event occurred between 21jul2024 to 22jul2024 on bed label 3510a. The time of the event is unknown. Philips remote service and philips remote clinical support representatives spoke with the customer and the customer agreed to provide samples of the patient¿s ECG hr alarm strips and the piic classic backup logs. The mx40 device was returned for bench evaluation and repair. The patient and device data were provided to a philips product support engineer and a philips clinical expert for review. The mx40 device was used with the philips intellivue information center (piic) classic device. The behavior of the mx40 device is controlled by the design and also through some configuration. When the mx40 is used with the piic classic product, the alarms that appear at the piic are generated by the pic, not by the mx40. When there is an active association between the devices, the mx40 screen is off and there are no audible alarms. This is normal ¿telemetry¿ mode operation. If the clinical user has selected ¿monitor¿ mode operation, then the mx40 screen will be on, and alarm sounds will be generated. Although settings are synchronized between the piic and the mx40, alarms viewable at the mx40 are independent of what is happening at the piic. The investigation did not determine the mode of operation in use and thus could not determine whether the device was configured to display alarming at the mx40 device. A review of the rfda log showed that there were no disassociations or data drops for the device. This indicates that there was an active association with the piic and mx40 bed during this timeframe. Diagnostic/functional testing was performed at the philips authorized repair facility. The evaluation found some physical corrosion. Results of functional testing found no malfunction of the device. The reported problem was not confirmed. Information was provided to the customer to resolve the issue. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required